Manufacturer narrative:
Information has been requested. Device has not been returned for investigation. No conclusions can be made at this time. The manufacturing site, 510k number and date of manufacture cannot be determined because, the part and lot number are not known.

Event description:
Films of a patient implanted with a 2 level cslp small stature plate showed the plate had pulled off of the screws. Patient was revised and it was found that the flanges had sheared off of two locking screws and they were no longer engaged with the plate. The plate and screws were removed and replaced posteriorly with new hardware. This is 2 of 2 reports for the same event.